Event description:
It was reported that during an ablation procedure, the bolt was being placed with a starfix stereotactic device. Prior to the insertion of the probe, the 2.2mm dilator was inserted. It was intended to be passed to 1cm short of the target in order to confirm placement. However, the scan showed that the dilator was passed 2.5cm deeper and near the patient's optic nerve. It was noted that the patient had no deficits upon waking up; it should also be noted that the tolerance of the starfix-neuroblate adapter was too tight which caused the physician to put a lot of force on the dilator upon insertion. There were no patient complications reported in relation to this event. If additional information is received, a follow up report will be submitted.